Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated unspecified impedance issues. Reprogramming did not resolve the issue. Surgical intervention was undertaken during which one of the tails of the lead appeared fractured. The lead was explanted and replaced which resolved the issue.